Event description:
Patient underwent unicompartmental knee reconstruction of the left knee in 1982 due to a motorcycle accident that occurred in 1972. Patient was converted to a left total knee system on (B)(6) 1986 due to poly wear with lysis of the distal femur and proximal tibia and loosening. A left knee revision procedure was performed on (B)(6) 2005 due to instability. It is not known if biomet products were used in any of these procedures. A left knee revision procedure took place on (B)(6) 2009 due to aseptic loosening of the femoral and tibial components and a biomet total knee was implanted. Patient's left knee was revised again on (B)(6) 2011 due to femoral loosening. It was found that the patient also had metallosis. Another left knee revision procedure was performed on (B)(6) 2012 due to femoral subsidence. Patient underwent an irrigation and debridement on (B)(6) 2013 due to soft tissue mass with possible osteomyelitis of the tibia. No products were revised during the I&d procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015-01252 & 01254 & 01255).